Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported b30 error was as follows: the b30 error occurs when the communication for transmitting the endoscope side data to the cv side at the time of endoscope connection cannot be completed normally. This event is reported to be caused by a failure in the endoscope from the information provided. There is a high possibility that due to an endoscope failure, abnormal conditions occurred in the endoscope data transmission at startup and the b30 error occurred."

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined.

Event description:
The service center was informed that the clv-190 was displaying a ¿b30 scope communication¿ error message. The user facility reported that while troubleshooting it was determined that two bad scopes (model/serial # unk) were causing the error to occur. There was no report of patient involvement.